Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). It was noted that the device had delivered 430 shocks in the two years since implant. There was no information suggesting the shocks were inappropriate. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.